Event description:
Short circuit of electrode tip during application after approx. 4 minutes. Generator alarm for ¿short circuit¿ was activated. Electrode was then also checked outside of patient and visible sparks could be seen at the tip of the electrode. Electrode was replaced with same like product and surgery was completed successfully. Additional information from the affiliate on (B)(4) 2014 did the electrode also spark inside of the body? Yes, it did. But less (caused by irrigation fluid?) Than extracorporal. Was there any damage to the active tip? Not obviously. New electrode has been used. Do you have a picture to forward to us? Sorry, no picture available. Complained electrode will be returned.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device surface and in the suction tube. The shaft insulation has multiple scratches towards the distal end, indicating that a sharp object was close to the shaft. Under magnification, it was observed that the manifold between 8 - 9 o&apos;clock positions of the tip shows signs of melting. This damage to the tip would lead to the sparking of the electrode and display output shorted error, confirming this complaint. The electrode was not tested to avoid further damage to the tip. However in the interest of continuous improvement, a supplier CAPA has been initiated to investigate and determine a root cause for the melting of the active tips. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Short circuit of electrode tip during application after approx. 4 minutes. Generator alarm for "short circuit" was activated. Electrode was then also checked outside of patient and visible sparks could be seen at the tip of the electrode. Electrode was replaced with same like product and surgery was completed successfully. Additional information from the affiliate 7-2-1204 did the electrode also spark inside of the body? Yes, it did. But less (caused by irrigation fluid?) Than extracorporal. Was there any damage to the active tip? Not obviously. New electrode has been used. Do you have a picture to forward to us? Sorry, no picture available. Complained electrode will be returned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.